Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was possible noise noted during the implantable cardiac monitor recorded symptom and ventricular tachycardia (vt) episodes. The device remains in use. No patient complications have been reported as a result of this event.